Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was twos (t-wave oversensing). The lead remains in use. No patient complications have been reported as a result of this event.